Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy tube placement performed on (B)(6) 2023. During the procedure, when the device was being placed the bolster came all the way through the stoma. The initial incision size was approximately 0.5 cm. The procedure was completed again with same original endovive standard peg kit pull method. There were no patient complications reported as a result of this event.